Event description:
It was reported that customer fell on the pump and the screen no longer works and an unspecified malfunction alarm occurred. Customer reported not having alternative insulin therapy; however, customer declined any further assistance or follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.